Manufacturer narrative:
The field service engineer replaced the bead mixer motor and performed position adjustments, cleaned buildup on the reagent probe, performed various checks which were successful. The customer ran qc which was successful. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. Age at time of event is approximated and date of birth is listed using day/month of the event as only the year born was provided.

Event description:
The initial reporter received a questionable elecsys vitamin d total gen. 2 assay result for one patient sample with the cobas 8000 - cobas e 602 module. The initial result was 100 ng/ml with a data flag. This result was reported outside of the laboratory by the customer¿s laboratory information system. The customer found a second result for the sample of 46.38 ng/ml. The laboratory director performed a 1:2 manual dilution with a result of 59.64 ng/ml. This result was deemed correct. The reagent lot number and expiration date were requested but not provided.